Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 06 january 2023, senseonics was made aware of an incident where user experienced false hypoglycemia due to inaccuracies in sensor readings.

Event description:
On 06 january 2023, senseonics was made aware of an incident where user experienced hypoglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
Based on the review of sensor data for the 2 weeks prior to the date of event, the system did not indicate any sensor performance issue, as the sensor readings were matching closely with calibration entries. There was no sign of sensor malfunction that would result in the temporary mismatch that occurred on the date of event; thus the exact cause of the reported mismatch could not be determined. Such temporary mismatch could occur if the historical calibration entries were not accurate, or the calibration entry on the date of event was performed in error, or it could be part of occasional differences that the system could produce. The overall sensor performance was evaluated, and the sensor was performing within expectations. User self-managed the hypoglycemia by eating and did not require any medical treatment. H3.device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.